Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: total hip replacement. During the procedure, the s-rom triangle miller handle was broken by the surgeon during attempts to remove a miller shell and shaft pilot that had become "stuck" inside the femoral canal. It is unclear as to why the miller shell and shaft pilot had become stuck, but a small femoral fracture occurred whilst attempting to remove the "stuck" instruments. This was rectified intra-operatively by the surgeon by placing a cerclage cable around proximal portion of the fractured femur. Action taken: a slap hammer extraction device was used to remove the "stuck" instruments, following which the case was completed. It was also noted damage to one of the 20x15 s-rom shaft pilots (reported above) included in this kit, but it is unclear as to when or how that damage occurred?